Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 180 ml of fluid in the bladder. The reported condition of no flow was confirmed. No signs of blockage were noted in the delivery tubing or the bladder. However, flow was not readily observed at the distal luer. Forced prime was attempted several times, but without success. Visual examination of the disassembled unit revealed excess solvent at the flow restrictor connection, which blocked the flow restrictor. The root cause was determined to be operator error during the manual connection of the tubing and flow restrictor. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators on 11 october 2011. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that an infusor had no flow during filling. The facility attempted to force-prime with a three-way cock, but there still was no flow observed. The device was filled with saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.